Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and it was confirmed that the facility device reprocessing was performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿¿ ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿inspection of the spray function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - it is unknown if there was a delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - there were no abnormalities in the accessories used for reprocessing - the air/water nozzle was wiped/brushed with clean lint free cloths, brushes, or sponges - the air/water nozzle was flushed with detergent solution olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to clogging of the nozzle, water supply and air supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, the connecting tube had discoloration, the connecting tube, the plastic distal end cover (c-cover), the standard connector, the protector of universal cord on the standard-connector side and the universal cord had scratch, the indication on the standard-connector was peeled, the forceps channel port was shaved, the connecting tube had a wrinkle, the grip had a scratch, the switch box had a scratch, switch (sw)4 had wear, sw1 had a scratch, the paint on the suction cylinder was peeled, the control unit had a scratch, the right/left knob had a scratch, the lock engagement (fe) lever and fe knob had a scratch, up/down (u/d) knob had a scratch, the standard cover had a scratch, and due to a cut on heat shrinking tube of the fe lever, expected insulation capacity could not be obtained. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection for a diagnostic procedure, the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water flow system. The intended procedure was completed with a similar device. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.